Manufacturer narrative:
A ge oec service rep investigated the issue and found that user was shutting the system off prior to full boot sequence completion, causing errors. The l-arm locks were stripped and were replaced. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunctions.

Event description:
The ge oec 9800 fluoroscopy system intermittently halted during boot sequence. Also l-arm locks not functional.